Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the customer¿s allegation was confirmed. It was found that the inside of the charge-coupled device (ccd) was corroded, and water had entered the interior of the ccd. Therefore, it was determined that the ccd failed to communicate normally, which resulted in the generation of noises that was pointed out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. The device evaluation also found that the video connector was dented. The corrosion was found on the charged coupled device (ccd). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the autoclavable camera head had noise. The issue was found during preparation for use in an unknown therapeutic procedure, which was completed using a similar device without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image noise due to cable failure (image could not be seen). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.